Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to an email received on 04/18/2018: "on (B)(6) 2017, the patient developed vague chest discomfort with slow rising troponin. Initial troponin .038 but elevated to .24. Cardiac catheterization demonstrated occlusion of the distal rca (right coronary artery) as well as the rca graft. He underwent stenting of the rca with resolution of chest pain."

Manufacturer narrative:
A review was performed of the available information. This 70 year old (at time of tmr+CABG [coronary artery bypass graft] procedure) male tmr 365 study patient underwent combined tmr+CABG via sternotomy on (B)(6) 2016 tmr was performed before CABG. During this procedure, a total of 37 tmr channels were created in the following locations: 7 apex, 7 anterolateral, 5 posterolateral, 10 inferior, and 8 anterior, and 3 CABG grafts were created (target vessel grafted - type of graft): lad standard, obtuse marginal - standard, and pda - standard). The total procedure time was 187 minutes, of which 91 minutes were spect on cardiopulmonary bypass. The patient was discharged from the hospital on (B)(6) 2016. The patient's preoperative ef (ejection fraction) was 65% and past medical history was significant for diabetes, previous myocardial infarction (mi) non q-wave within 2 weeks prior to tmr procedure, and hypertension. The patient did not experience any post-operative adverse events during 30-day follow-up period and was angina-free at 30-day follow-up evaluation performed on (B)(6) 2016. One adverse event was report during 1-year follow-up. On (B)(6) 2017, the patient developed vague chest discomfort with slow rising troponin. Initial troponin .038 but elevated to .24. Cardiac catheterization demonstrated occlusion of the distal rca (right coronary artery) as well as the rca graft. He underwent stenting of the rca with resolution of chest pain." Per case report forms provided by the site, the patient was diagnosed with a myocardial infarction. Additional information regarding the stent procedure was provided by the site via case report forms: "cardiac catheterization showed 100% rca stenosis. This site was stented with a 2.25 x 18 mm resolute integrity stent." No additional adverse events were reported. The patient was angina free at 1-year follow-up evaluation performed on (B)(6) 2017. The root cause of the patient¿s recurrent angina is occlusion of the rca graft and restenosis of the distal rca, and is unlikely related to the tmr procedure. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to an email received on 04/18/2018: "on (B)(6) 2017, the patient developed vague chest discomfort with slow rising troponin. Initial troponin .038 but elevated to .24. Cardiac catheterization demonstrated occlusion of the distal rca (right coronary artery) as well as the rca graft. He underwent stenting of the rca with resolution of chest pain."